Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device overheated. There was no procedure delay as a result of this event. There was no patient impact reported.

Manufacturer narrative:
Analysis could not duplicate overheating due to the bur that was stuck on the collet that would have caused the device to heat up. There were debris around the motor and collet. The bur was cut, removed and the collet was cleaned. The device was tested and passed in accordance to service repair instructions. If information is provided in the future, a supplemental report will be issued.